Event description:
It was reported that the patient presented at the clinic for a routine generator changeout procedure. During the procedure, there was a failure to remove the lead from the device header, silicone oil was applied, and the lead could still not be removed. The lead was then cut and capped on (B)(6) 2025, and a new right ventricular (rv) lead and a new pacemaker was successfully implanted. The patient was stable.

Manufacturer narrative:
The reported event of a failure to remove lead from header was confirmed by analysis. As received, a partial lead was returned in one piece for analysis. Final analysis found the lead to be swollen and pulled back, consistent with procedural damage.